Manufacturer narrative:
Eval summary: the analysis results confirmed that the 512sd device a and b were returned with the stopcock assembly dislodged and missing. The sleeves were noted to be cracked on the side of housing. The device had visible evidence of adhesive on the sleeve housing. No conclusion could be reached on how the damage to the device occurred. The batch history records were reviewed with no anomalies noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Device b batch # y93y2c, mfg date 3/05, exp date 2/10.

Event description:
It was reported that prior to an unk procedure, the stopcock of the trocars was broken. There was no pt consequence. It was not noted how the case was completed.